Manufacturer narrative:
Remote support provided.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 device indicating that the shock was not delivered, op check failed. The rse evaluated the device remotely. It was determined that the op check passed and the system is working ok. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem could not be determined. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The rse confirmed the device is operational. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.